Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 6 march 2020: lot 156005: (B)(4) items manufactured and released on 22-mar-2016. Expiration date: 2021-03-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar events reported. Clinical evaluation performed by medacta medical affairs director: few weeks after revision arthroplasty of the hip in a patient showing an undefined form of osteomalacia the cup violates the acetabular floor and gets loose. Given the difficulty of the case, whose situation is not fully described, we can only conclude that this cup could never find a satisfactory primary stability and therefore tilted. The cause of this failure is not to be sought in a defective device.

Event description:
Revision surgery performed 9 days after the primary due to cup mobilization. The surgeon revised the cup, head and insert.